Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) reused single use disposable supplies while performing peritoneal dialysis (pd) therapy on the homechoice (hc) device. A customer contacted baxter global technical service (gts) to request assistance troubleshooting on the hc during priming. The technical service representative (tsr) assisted the hp and advised the hp to start over with new supplies. The hp declined and stated this was the way they always did it. The tsr advised the hp to speak with their pd nurse regarding their setup. The hp resumed therapy and declined starting over with new supplies. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.